Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient received tubing for a peritoneal dialysis product 13 years ago. A couple months ago, the patient had a metallic metal object removed from the abdomen; they thought it was a tunneling or burrowing device to implant the tubing (based on their independent research). The patient received a report from a facility about the object; the report read "metal object, only gross observation was made." The patient wanted to verify what the object was and if it was from the company device.

Manufacturer narrative:
New information has been received and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient received tubing for a peritoneal dialysis product 13 years ago. A couple months ago, the patient had a metallic metal object removed from the abdomen. It was also stated that the surgeon that took the metal object out said it looked like a tunneling or burrowing device, likely from the patient's pd (peritoneal dialysis) (based on their independent research). The patient received a report from a facility about the object; the report read "metal object, only gross observation was made." The patient wanted to verify what the object was and if it was from the company device. The patient did not have a clue as to the metal object but it looked intact (no rough edges or noticeable breaks). It was last november when the patient felt it under her skin. The patient did not know if it migrated or was there all along. The patient did not see any numbers or letters on the metal object. The patient could not recall the date of procedure and was not aware of what company might have been associated with the peritoneal catheter. The patient was attempting to get the procedure notes and follow up notes from the ER (emergency room) regarding the peritonitis and removal of the catheter. The metal object did not cause any damage and apparently it was very superficial perhaps in subcutaneous tissue.